Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a bag fell and disconnected from the tubing of an integrated automated peritoneal dialysis set during fill two on the homechoice (hc) machine. The home patient (hp) stated they had disconnected after this event occurred. The technical service representative (tsr) assisted the hp to end therapy. The hp was to finish therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.